Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has not yet been completed. The reported problem (check te pad messages) is being investigated. A supplemental report will be submitted following completion of investigation. No adverse event resulted from the defective belt. The pt received a replacement belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report constant check therapy electrode (te) pad messages. Pt's was issued replacement electrode belt.